Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced high blood glucose. The customer stated she had breakfast and gave bolus and in two hours her blood glucose went up to 444 mg/dl. She also reported the insulin pump alarmed failed battery test. Customer was advised to insert a new battery; she did not receive the alarm again. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and insulin is not expired. Insulin did exit the tubing with manual prime. Programing is correct. Customer stated the basal rates were changed that week. Customer stated the site was sore; she removed the infusion set and the cannula was bent and had blood in it. The insulin pump passed the high pressure test. She was advised to change the entire set, reservoir and insulin and treat.